Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump had an off no power and an unexpected restart alarm. The customer¿s blood glucose was unknown at the time of incident. Customer stated that the insulin pump alarmed off no power without the low battery alert warning. Customer also reported to have received an unexpected restart alarm and troubleshooting was performed and completed. The customer was advised that a replacement battery cap will be sent. The insulin pump is not expected to return for analysis.